Event description:
It was reported that the patient's generator was unable to be interrogated and may need to be replaced. It is unknown if the generator is at end of service. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
It was reported that the patient underwent generator replacement surgery due to battery depletion. The explanted generator has not been received for analysis.

Event description:
A battery life calculation using the available programming history showed approximately 3.4 years remaining.